Manufacturer narrative:
A root cause could not be determined with the information provided. The quality control results were within specification, however on the border of a 3 standard deviation range on the day of the event. Calibration data and instrument data were not available for further investigation. Patient sample was not available for investigation.

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their 2010 analyzer for one patient. The patient's initial tsh result was 0.217 uiu/ml. The customer was not sure about the result as it was noted the quality control results were low. The initial result was not reported outside the laboratory. The sample was send to another laboratory for testing. The repeat result was 0.006 uiu/ml. The customer considered this result to be correct and it was approved and reported outside the laboratory. The customer received the patient sample back to retest and the customer stated the result was still "0.2xx uiu/ml". There were no adverse events. The tsh reagent lot number was 169972 and the expiration date was 05/30/2013. The field service representative went on site to perform maintenance on the analyzer. The customer put a new tsh reagent pack on the analyzer. Quality control was performed along with patient samples and the results seemed ok. After the problem was solved, the customer sent five samples to another laboratory for repeat testing, and the repeat results matched the customer's results.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.